Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an intervention procedure. Fluoroscopy was not performed to confirm arteriotomy placement in the common femoral artery. There was no report of any difficulty with device insertion. The physician deployed the needles. Upon needle retrieval, a bilateral cuff miss was noted. The foot was parked. During the attempt to remove the device, it was parked. During the attempt ot remove the device, it was reported that "unusually high resistance" was met. Fluoroscopy was performed which did not reveal a source for the resistance. The pt reportedly developed a "large" hematoma. The pt was taken to surgery for device removal and closure of the arteriotomy. The vascular surgeon noted that the device was broken at the connection of the proximal and distal guide. The pt was reported to have recovered "okay" postoperatively and remained hospitalized. The pt was discharged in 07/2003. There was no report of adverse pt sequelae.